Event description:
During a follow-up, there were episodes of high capture threshold and a decrease in sensing on the right ventricular (rv) channel. X-ray was performed which confirmed that the rv lead was dislodged. During the replacement procedure, the helix of the rv lead would not retract. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. The reported event of helix would not retract was confirmed. The lead was returned with the helix extended and clogged with blood and tissue. X-ray and visual examination revealed that the inner coil over torqued at the connector region, consistent with procedural damage. After cleaning, the helix could be retracted and extended and the full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported events of unacceptable threshold and r-wave amplitude variation were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual analysis did not reveal any anomalies with the exception of damages that are consistent with procedural damage.